Event description:
A customer reported a low reading issue with the adc device. The customer reported lower sensor readings, with the customer experiencing confusion, vomiting, and almost losing consciousness. Paramedics were called and customer taken to hospital. A healthcare meter result of 700 mg/dl was obtained, as compared to a sensor reading of 129 mg/dl. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer was treated with insulin (dose/type unknown) via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.